Event description:
It was reported by the customer that this sample was received by a foreign country's MFR without a product complaint form. Approximately the first third of the spring wire guide (swg) was pulled apart and lost its coiled structure. The sales representative made an attempt to get further information at the hospital; however, the attempt was not successful.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.